Event description:
The pt presented to the follow-up center in 2000 after having fallen unconscious during a short walk. The device recorded a ventricular fibrillation episode that had been effectively treated by the 4th shock. The diagnostics revealed an extended charge time at the last shock as well as a noise reversion. The following morning, the pt went into ventricular fibrillation and had to be externally rescued when the device did not deliver therapy. Upon interrogation, noise was seen on the electrogram. During explant, an insulation break at the df-1 distal connection was observed along with blood and body tissue in the lead body.